Manufacturer narrative:
Additional device evaluated by MFR summary: received for analysis an empty opened foil, an empty labeled winding former and a dispensed needle/suture. During the visual inspection of needle/suture piece, marks on the body needle that appears to be by use of surgical instruments was noted. However, the end was cut and body fluids on the surface were found. In addition, a functional test was performed, and the tensile strength force was above the minimum requirement. As with any device, care should be taken to avoid damage to the strand when handling. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe5749 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic distal gastrectomy on an unknown date and barbed suture was used. When pulling the suture at the 1st stitch, the suture was broken. Another needle-suture was used for the patient. There were no adverse consequences to the patient.